Manufacturer narrative:
The device was not returned to the manufacturer at the time of this report. A follow up medwatch will be submitted once the device has been returned and the investigation is complete.

Event description:
It was initially reported that the device was dull. Additional clinical information determined that the reported issue occurred during surgery. It was confirmed that there was no patient harm/injury or delay to the surgery associated with the report. There was an impact/damage to the graft harvest and an additional graft harvest was required to complete the surgery. Additionally it was stated that an alternate device was retrieved for use during the surgery but it too failed to mesh skin graft properly.

Manufacturer narrative:
The device was manufactured on 5/8/1978 and has no repair history at zimmer biomet surgical since july 2011. Investigation revealed the cutter and roller were dull. It was also noted that the side plates were worn and the handle was damaged. Prior to repair, the device was outside calibration specifications on both sides. The test mesh passed. Repair of the device included replacement of the roller, cutter, side plates and screws. The reported event was most likely due to the worn cutter, which was most likely due to wear through use over time. The device was repaired and returned to the customer.